Event description:
Healthcare professional reported left side ¿irregular contours on the left, with signs of intracapsular rupture on the left¿ and ¿minimal amount of subcapsular seromas.¿

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Healthcare professional reported left side ¿intracapsular rupture¿ and ¿discomfort¿ confirmed via diagnostic testing. Healthcare professional reported left side ¿irregular contours on the left, with signs of intracapsular rupture on the left¿ and ¿minimal amount of subcapsular seromas¿. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side ¿intracapsular rupture¿ and ¿discomfort¿. Confirmed via diagnostic testing. Healthcare professional reported, left side ¿irregular contours on the left, with signs of intracapsular rupture on the left¿. And ¿minimal amount of subcapsular seromas¿. The device has been explanted and replaced.

Event description:
Healthcare professional reported ¿intracapsular rupture¿ and ¿discomfort¿ confirmed via diagnostic testing for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture".